Manufacturer narrative:
Batch review performed on 22 february 2021. Lot 184900: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 4 months after the primary. The cause of the instability is unknown. The surgeon revised the tibial insert fixed sphere flex #3/12 mm r with a gmk-sphere tibial insert - flex s3r - 17mm. The surgery was completed successfully.